Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis station was not connecting to the cerner system, resulting in a failure of interface communication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into server and found no issue in server. Then the tss ran site down query and confirmed that the carefusion coordination engine (cce) was communicating properly with the server. Upon checking, tss found that there was a service-related issue that caused the server not to run properly. Also, the tss noticed that the affected service had restarted automatically, which resolved the issue. The system functioned as intended after the technical support specialist assessed the device.